Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 397 mg/dl. Then normal control range was 98-136 mg/dl. No adverse events were alleged. The remaining test strips are to be returned for evaluation. Replacement test strips were sent to the customer.